Event description:
It was reported that the patient presented for a left ventricular assist device implant. During the procedure, interference on the egms were detected, believed to be caused by interference with the lvad. Programming changes were recommended to mitigate the noise. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a left ventricular assist device implant. During the procedure, interference on the egms were detected, believed to be caused by interference with the lvad. Programming changes were made. The patient was stable.